Event description:
It was reported that the patient presented to the clinic for a routine generator exchange. During the procedure, the physician capped and replaced the patient's right ventricular (rv) lead for an unknown reason on (B)(6) 2021. No patient condition was reported.